Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a knee procedure, the instrument fractured. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device exhibits signs of repeated use and is fractured on medial side of post, all pieces returned. The part has a potential field life of three (3) year and two (2) months. DHR was reviewed and no discrepancies were found. Root cause could not be determined with information available as frequency of use is unknown and condition of use is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.